Manufacturer narrative:
It was noted that there was widespread corrosion found throughout the internal components of the device. The device will be returned to the customer when the investigation is complete.

Event description:
The autopsy saw 115v was sent for service and during failure analysis, it was noted that the device overheated. There was no patient involvement and no adverse consequences associated with the device.